Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked while within the homechoice device during priming of peritoneal dialysis. The patient was not connected at the time of the event. The technical services representative assisted the patient in ending therapy. The customer planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.